Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided ccc with quality control data, which indicated results were within range. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and cl results.

Manufacturer narrative:
The initial MDR 1226181-2016-00435 was filed on september 06, 2016. Additional information (09/20/2016): the customer reported no further issues. The instrument is performing according to specifications. No further evaluation of the device is required.